Event description:
Report of devastating and carcinogenic -adverse- effects of condom use for fertility-control and family-planning purposes. There is a significant association between the use of condoms and the development of breast cancer in american and other women. The evidence of the strong condom-breast cancer link has been first corroborated in a hypothesis-testing study -jointly conducted at two universities, in the mid-1970s-. The condomization of female sexuality has been consequently determined as the main and perhaps the solitary root cause of the current, and unabated breast cancer epidemic in the u.s. And worldwide. In a recent study of anorexia-bulimia nervosa disorders in under-age girls and other young women, evidence was reached, as postulated, of history of exposure to barrier contraception -condom use and/or withdrawal practice- of the nascent -illicit- sexual exploits of female pts with the rampant, life-threatening -so called, eating- disorders. Dose or amount: persistent or sporadic use. Diagnosis or reason for use: for fertility-control and family-planning purposes. Event abated after use stopped: yes. Event reappeared after reintroduction: yes.